Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including hyperglycemia after not completing a prompted supply change and two hypoglycemic episodes; the user asked about multiple meal announcements and was advised to announce only when eating to avoid impacting the algorithm, and was counseled to be cautious when using backup therapy while connected to the ilet. Symptoms included hyperglycemia up to 321 mg/dl for approximately 3 hours and hypoglycemia to 40 mg/dl and 49 mg/dl for 30¿40 minutes, without loss of consciousness or other acute complications. Outcomes included self-management at home without medical intervention, use of oral glucose to treat lows, and use of subcutaneous insulin and oral glucose as backup therapy. Investigation included complaint handling, user interview, and technical review of use patterns and alerts. Investigation of this case revealed use-related issues including delayed supply change and inappropriate meal announcements as contributory factors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with probable use-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.